Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29841. During a follow up, there was an increase in the threshold and a decrease in sensing on the right ventricular (rv) lead. The right atrial (ra) lead was also dislodged with phrenic nerve stimulation. The ra and rv channels were reprogrammed and a system replacement procedure is anticipated. The patient was stable.